Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a mechanical breakdown of the ra pacing lead. In addition, impedance was less than lower limit. Also, ra lead was programmed off. No additional adverse patient effects were reported.